Event description:
A customer reported intermittent vacuum issues during cataract procedures on several occasions. The customer believes the cassettes were defective, as the issues occurred when using different systems. All of the cases have been completed without patient harm. Samples are not available.

Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).